Event description:
It was reported that the patient's right ventricular lead exhibited oversensing of noise leading to pacing inhibition. The lead was capped and replaced on (B)(6) 2021. The patient was discharged.